Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to contact support if the issue arises again and agreed to do so.